Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since the device's lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that it is a case where an avanos closed suction catheter (8fg 2.7 mm) was used on a patient, resistance (strong sticking) occurred when the catheter was advanced about 8 cm, and the use of the closed catheter was discontinued as this had never happened before. There was no reintubation. At this time, the closed catheter was suspected, and the complaint product was sent to avanos for analysis. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.